Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following implant, the device was interrogated and displayed an error message. Technical support was contacted and recommended reprogramming, which was performed to clear the error message and resolve the event. The patient's condition was stable and there were no adverse consequences.